Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was attempted at implant. High out of range left ventricular (lv) pacing impedance measurements were observed. The lv lead was removed from the header and reconnected which did not resolve the out of range measurements. The lead was tested via a pacing system analyzer (psa) with acceptable measurements. A new device was connected to the lead and acceptable measurements were again observed. No adverse patient effects were reported.